Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial lead was exhibiting over-sensing noise that was causing inappropriate mode switches. No changes or intervention was reported. There were no patient consequences.